Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2017-08318. It was reported the patient had trial leads implanted. After the surgery the patient had severe headache with vomiting and went to the ER. The ipg was off in ER and not turned back on. The physician did not believe the headaches were related to the stimulator. The patient was given fluids and sent home. The patient continued to have headaches but are resolving.